Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units of insulin. The customer was able to complete the load process successfully and resume insulin delivery. The customer's blood glucose level was 136 mg/dl.